Event description:
A falsely elevated troponin I result of 3.72 ng/ml was obtained on a pt sample. The result was not reported . The sample was retested on the same instrument and results of 0.00 and 0.02 ng/ml were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. The cause for the falsely elevated troponin I result is unk.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument data does not identify a most likely cause for the falsely elevated troponin I result. The cause for the falsely elevated troponin I result is unk. The instrument is performing within specifications.